Event description:
It was reported that during preparation for a rotational atherectomy procedure, the rotational speed display failed. During testing, the rotablator burr rotated but the rotablator console's main screen display of the revolution per minute (rpm) did not show anything. The equipment made an air leak noise and the connections were checked but a new test indicated the same results, no display. The decision was made not to use this console. The device had no contact with the patient.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).